Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 411 mg/dl. The caller was the patient's mother. The customer stated that they had an extra infusion set to try out then she stated that she figured out the problem. The caller hung up the phone. No further information was provided.